Event description:
The pt came for a scan of pt's inguinal regions to examine pt's hernia. Pt noticed burning hot sensation in between pt's legs and the procedure stopped. The scan was continued per the pt's wish. All further scanning was done without any significant discomfort. Pt later developed 2nd degree burns on pt's inner thighs, pt saw family practitioner and urologist, and said the burns are healing quite well.